Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and extension were explanted and replaced at a new pocket site.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event for infection cannot be confirmed through lab analysis alone. The extension was received incomplete with only the terminal end lead segment being returned. The extension was cut during the explant procedure. Full functional test could not be performed due to being incomplete. The DHR review showed sterility record for sterile lot steritec17dec12a showed no nonconformances recorded.